Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: customer called in to report possible contamination with catalog 442023 and unknown lot number.

Manufacturer narrative:
H.6 investigation summary: catalog 442023. Batch no. Unknown. Returned good sample received correspond to peds/f plus 2164954. Complaint was initiated for plus aerobic media. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: customer called in to report possible contamination with catalog 442023 and unknown lot number.